Event description:
It was reported that during an unknown procedure, when the surgeon was insufflating the cavity, the device burst. Procedure was completed with a like device. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.